Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was variability in the pacemaker's longevity estimates seen remotely via merlin.net and in-clinic device checks. The variability in longevity estimates appeared to be due to a diagnostic anomaly with the longevity estimator. No changes were made. The patient was stable and would be monitored.